Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified; white particles on the shell and yellow particles on fill channel and opening curved. Leak test and microscopic analysis was performed which identified; striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety with use of device. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported exchange of textured devices to smooth devices. Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted.